Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: the device is not rupture. Additional observations: deformation observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: a6, b5, d4, d9, g1, h3, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Reason for reoperation is rupture. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. The device remains implanted.